Event description:
It was reported by service report that the head left and head right siderail controls are not functioning. The membrane switch on the head left siderail has been ripped off exposing siderail to fluid intrusion. The fowler does not stay up after the button is released. No patient involvement or adverse consequences are reported.